Manufacturer narrative:
The following device was added to this report after submission of the initial report: unknown patella; cat# unknown; lot# unknown. An event regarding an alleged infection involving a scorpio nrg x3 ps tibial insert #5 10mm was reported the event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: the provided x-rays wer rejected for medical review and were not sufficient enough to provide a meaningful dictation for this case. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock per manufacturing specifications. -complaint history review: there were no events for the referenced lot or sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of operative reports and bacteriology reports are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patients' knee was revised due to infection.

Manufacturer narrative:
The following other devices were also listed in this report: series 7000 standard tibia; cat# 7115-0005; lot# mhl7wa. Unknown femoral condyle; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as device was retained at drexel implant research center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patients' knee was revised due to infection.